Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6), serial/lot #: (B)(6), ubd: 11-aug-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient who was receiving saline (pfns, pbs) via an implantable pump. It was reported that the patient had an old catheter, the physician could not aspirate the old catheter so they placed a new catheter with a new pump. They also tried to cut the spinal segment below the anchor to see if any cerebrospinal fluid (csf) flow came back and there was no csf flow. A new catheter and pump were placed. The issue was resolved at time of the event.